Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found severed, allowing for fluid to exit through the tear. The soft cannula length was measured to be out of specification. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.